Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. We were unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer's blood glucose was 287 mg/dl at the time of incident. The customer's blood glucose was 187 mg/dl at the time of call. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.